Event description:
It was reported that the catheter became entrapped on the guidewire. A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure. During the procedure, the catheter became entrapped on the non-bsc guidewire. It could not advance or retract. Both the catheter and wire were removed together. A new jetstream and guidewire were used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Evaluation by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of a jetstream xc-2.1. The non-compatible spider filter wire was returned in the device. The device and the catheter shaft were analyzed for damage. Visual examination showed no damage on the catheter shaft. There was a non-compatible guidewire in the device. The wire was attempted to be removed; however, the wire could not be removed. The wire was sticking out of the distal end approximately 18cm and from the proximal end of the pod 142cm. The device was set up per the IFU and the device primed and ran as designed. Inspection of the remainder of the device revealed no damage or irregularities. The complaint was confirmed for guidewire sticking due to the non-compatible guidewire used.

Event description:
It was reported that the catheter became entrapped on the guidewire. A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure. During the procedure, the catheter became entrapped on the non-bsc guidewire. It could not advance or retract. Both the catheter and wire were removed together. A new jetstream and guidewire were used to complete the procedure. There were no patient complications.